Event description:
Customer reported system would not boot up and image was flickering.

Manufacturer narrative:
Service representative inspected unit found issue with monitor. Parts ordered and will installed upon receipt.